Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine, during dwell three of four. A baxter technical service representative (tsr) assisted the home patient (hp) to check the lines and supplies. The hp had an unused supply line clamp open. The tsr explained proper procedure and assisted the hp to cycle the power of the hc to end therapy. The hp would finish their therapy manually. The tsr advised the hp to contact their pd nurse (pdn) to let pdn know about the alarm. The hp agreed to call their pdn. There was patient involvement; however there was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The patient had left a clamp open during therapy, which is a user error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. If further relevant information becomes available, a supplemental medwatch will be filed.